Event description:
It was reported that the pump battery was depleting quickly. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Tandem technical support attempted to follow up with the customer to complete troubleshooting, however, a response was not received.

Manufacturer narrative:
Device not returned.